Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button had stopped functioning. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. Additionally, it was reported that when the customer plugged in the pump, the pump would not charge and the pump overheated. The customer declined troubleshooting for this issue. There was no known impact to the customer's blood glucose level. Reportedly, insulin delivery was not affected when the pump was plugged in and the customer would continue to use the pump for insulin therapy.